Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a procedure performed on (B)(6) 2013. It was reported that the patient had a 5 cm stricture approximately 20 cm from the anus due to a malignancy in the sigmoid colon. According to the complainant, the site of the obstruction was tight and the physician experienced difficulty advancing the guidewire during the procedure. The stent was implanted successfully; fluoroscopic and endoscopic images confirmed that the stent had been placed properly and the obstruction was well covered. The patient was discharged the following day. On (B)(6) 2013, the patient¿s family notified the physician that the patient had passed the stent, which caused ¿mild bleedings at the anus¿ and pain. The bleeding was treated with medication. Subsequently, the patient¿s bowel movements returned to normal and the bleeding resolved. No further treatment has been performed. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent migration. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis as it has been retained. A product labeling review identified that the device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. Migration is identified in the directions for use as an anticipated complication of the use of the device. Therefore, the most probable root cause classification is anticipated procedural complication.